Event description:
Pt with hypertrophic cardiomyopathy had a subcutaneous ICD implanted on (B)(6) 2013 for primary prevention of sudden cardiac death. At the time of implant, all parameters were ok. Dfts performed with 65 joules shock and successful. Thereafter, the device was interrogated one month, 3 months and 6 months post implant with no issues. When pt returned for a scheduled device check, there was telemetry failure despite attempting interrogation with multiple other scicd interrogators and magnet placement. No alarms/beep tones noted by pt or family. The pt was discharged with a life vest and scicd generator replacement was performed on (B)(6) 2014. Diagnosis or reason for use: primary prevention of sudden death.